Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was any arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary interventional procedure with a 6f sheath. Reportedly, a suture break during knot advancement with the trimmer occurred. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequently to the initially filed emdr, the following information was received: this was a suture break during deployment and not during knot advancement as initially reported. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture/ link pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.